Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed an error message. The device was re-interrogated to resolve the event. There were no patient consequences reported.